Event description:
It was reported that a patient underwent a procedure to repair a chest soft tissue injury on (B)(6) 2023 and suture was used at the wound site. On (B)(6) 2023, the second day after surgery, a follow-up examination was conducted, and it was found that the skin at the suture site was red and swollen. The patient had post op inflammation. The doctor immediately administered iodine wet compress and ceftriaxone tablets for anti-inflammatory treatment. On the fourth day after surgery, a follow-up examination was conducted again, and it was found that the skin at the suture site was red and swollen, and the symptoms disappeared. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Were any pre-op cleansing procedures changed recently? If yes, please describe.